Event description:
It was reported that there was no alleged product issue. However, the patient presented with a large organized hematoma which was removed and sent off for testing. There was no sign of any infection and pump appeared to be working fine. No patient symptoms were reported. At the time of the report the patient's status was reported as alive-no injury. No diagnostic testing or troubleshooting was required. The issue was reported as resolved but the cause was unknown or not determined. This device system delivered lioresal. Additional information was requested to clarify the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).